Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their keyless entry interferes with their pacemaker, even when it is more than 6 inches away. The patient believes that they get arrhythmias when the key is in their pocket. No information could be obtained through follow-up with the clinic. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.